Manufacturer narrative:
The actual complaint product was not returned for evaluation. The reported lot number was deemed to be invalid. A field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). All information reasonably known as of 01-oct-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Avanos medical, inc. Received a single report that referenced seven different incidences, which were associated with separate units, involving seven different events. This is the fifth of seven reports. Refer to 8030647-2018-00605 for the first event. Refer to 8030647-2018-00606 for the second event. Refer to 8030647-2018-00607 for the third event. Refer to 8030647-2018-00608 for the fourth event. Refer to 8030647-2018-00610 for the sixth event. Refer to 8030647-2018-00611 for the seventh event. It was reported the small end of corrugated tubing easily disconnects causing spray of the circuit contents. There was no reported injury.

Manufacturer narrative:
Patient code(s): user sprayed with the circuit contents. The device history record for the reported lot number, m7242t302, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 03-jan-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.